Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Date of event: unknown - between 2016-03-18 & 2016-05-01. Additional classification code: hwc. (B)(4) lot unknown. Date returned to manufacturer. (B)(6). (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has been received and is currently in the evaluation process. Lot number not readable, without a lot number, the device history record review and the investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient had a surgery on (B)(6) 2016 and a variable angle (va) locking condylar plate with two cortex screws were implanted. The plate broke post-operatively and was revised on (B)(6) 2017. The patient is fine now and the revision surgery went on plan. Additional information from op-reports: diagnosis was initial malunion of a dislocated metacarpal v-basis fracture right. . The plate fractured in mid-third as expected. The screws are tightly fixed in place, but could all be removed. This complaint involves 1 part. Concomitant reported parts: 2x unknown cortex screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: a visual inspection has shown that the va locking condylar plate is broken on both sides as complained, only the middle part of the plate was returned for investigation. The measurable dimensions of the returned condylar plate was checked and found to comply with the specifications along with a visual inspection: DHR: could not be performed due to missing information dimensions: no deviations to the specifications, x-ray review. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: according to the provided x-rays it is confirmed that the distal end of the plate has been shortened preoperatively. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.